Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of 2 published literature of patients who received coolsculpting that may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received report of 2 published literature of patients who received coolsculpting that may have developed paradoxical adipose hyperplasia.

Event description:
Through journal article "paradoxical hyperplasia after cryolipolysis in 2 patients with diabetes on insulin pumps", a diabetic patient was reported as presenting with paradoxical hyperplasia after cryolipolysis. Treatment reported as insulin to treat the diabetes. Fifteen months after treatment, the patient "noticed that the treated side had become more prominent." Article citation: moustafa, farah et al. ¿paradoxical hyperplasia after cryolipolysis in 2 patients with diabetes on insulin pumps.¿ dermatologic surgery : official publication for american society for dermatologic surgery [et al.] Vol. 47,6, june 2021: 868-869. Doi:10.1097/dss.0000000000002818.

Manufacturer narrative:
Corrected data: b3 b5 e1 e3. Changed data: d1. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/30/2023.